Event description:
It was reported occlusion alarms occurred. Customer changed pump supplies to address the issue. The customer experienced an elevated blood glucose (bg) level with small ketones. The continuous glucose monitor read "high"; however, a specific bg value was not provided. The customer administered a manual injection of insulin to address the high bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.